Event description:
It was reported that a spectrum pump had failed downstream occlusion on multiple sets at 20.86 pounds per square inch (psi) and 20.71 psi. The device did not alarm (downstream occlusion) when a downstream occlusion was observed at a value that was not passing value per the service manual during annual preventive maintenance test at the biomed center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'failed downstream occlusion with multiple sets 20.86 psi, 20.7 psi' was not reproduced. Device was sent to flow line test for downstream occlusion and had passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition were determined to be an out of specification and failed calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.